Event description:
It was reported that the patient never had therapeutic effect. A catheter dye study was attempted, but the catheter was unable to be aspirated. It was stated that the catheter was being revised on the day of report. The drug used in the system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information was received. It was reported that the distal segment of the patient's catheter had dislodged and migrated. It was noted that a catheter dye study was completed, but no results were reported. It was stated that the pump was revised, though no reason for which was noted. The patient did require hospitalization, but there was no patient injury related to this event.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n341321, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).